Event description:
It was reported that there was loss of image.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: no video output on the display- wireless. Confirmed failure: cosmetic damage. Lcd panel failure. Packaging/shipping damage. Rotary knob - no image/signal scratched pp filter. Probable root cause: tx main/ antenna/front board display main/antenna board/silex module/ wifi module/ wireless receiver sub board display lcd panel/ lvds cable connectors display firmware/software transmitter software/firmware available wireless channels display power supply token / token slot wireless interference use error tx mainboard manufacturing/ service nonconformity connected console malfunction. Manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.